Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel and check therapy pad messages) has been confirmed. Upon investigation the c and d cable were pulled out of strain relief. The root cause for the strained cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad and add gel messages.